Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history for the past six months was reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Event description:
It was reported on (B)(6) 2013 that during surgery for a total knee arthroplasty, a battery oscillator was making a loud, unusual sound. The reporter stated that it was functioning normally, except for the noise. There was no delay in surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The reporter's complaint that the unit is making a loud noise couldn't be confirmed. The device was tested and the complaint wasn't duplicated. A review of the device history records was performed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the lot# provided in the initial medwatch is a supplier lot#. The synthes lot# is; 5771282.